Event description:
It was reported by the pt that she had her multifocal intraocular lens removed and replaced with a monofocal iol, due to the visual issues she was experiencing. She experienced halos and glare and difficulty with her night vision.

Manufacturer narrative:
Lens was received cut in 2 pieces across the optic making analysis of the device impossible. Halos and glare are a known and labeled possible side effect of a multifocal implant. There have been no similar reports received for product in this batch record.